Event description:
On (B)(6) 2023, it was reported to anika by the u.s. Food and drug administration (FDA) that a patient of an unspecified age and demographic experienced an allergic reaction to the medication. It was not clear what medication caused the patient reaction. The date the event occurred was not reported. No further information was provided. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. Contact information was not provided.

Manufacturer narrative:
This case is still under investigation. Additional information was not solicited as there was no contact information. A supplemental report will be submitted upon new and relevant information or at the completion of the investigation by the manufacturing plant.

Event description:
On 03jan2023, it was reported to anika by the u.s. Food and drug administration (FDA) that a patient of an unspecified age and demographic experienced an allergic reaction to the medication. It was not clear what medication caused the patient reaction. The date the event occurred was not reported. No further information was provided. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use. Contact information was not provided.

Manufacturer narrative:
The reported issue was not confirmed. A patient of an unspecified age and demographic experienced an allergic reaction to the medication. It was not clear what medication caused the patient reaction and unclear what the reaction was. The date the event occurred was not reported. No further information was provided. The current status of the patient is unknown. There was no report of any unusual appearance with the packaging or device at the time of use and there was no report of a malfunction. Contact information was not provided. The lot number was not provided. Clinical review of the case details determined that there is insufficient information to determine an association between the microinjection and the reported complaint. A review of the lots batch record was not performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis.